Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) noted the transducer voltage was low and readjusted the voltage. The fse then verified alignments and performed a system check and a quality control assessment which generated results within laboratory specifications. Upon completion of the necessary and verified repairs the instrument was returned back into operation. A hardware malfunction is the likely cause of this event.

Event description:
The customer obtained imprecise cardiac troponin (accutni) results on one male patient from the hospital's emergency department using the access 2 portion of the laboratory's unicel dxc 600i synchron access clinical system. Beckman coulter inc. Assessment of customer supplied data indicated that initial and multiple repeat results were elevated and within the risk stratification range of the assay. However, repeat results were elevated in comparison to the initial result. The imprecise accutni results were not reported out of the laboratory. There was no death, serious injury or modification to patient treatment associated with this event. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that quality control results generated prior to the event were within the customer's established specifications. Additional system parameters (including calibration) were performing within assay specifications. The sample quality was not found to be questionable and the sample was centrifuged at an unknown centrifugation speed for three minutes using a stat centrifuge, and analyzed through the closed tube aliquoter (cta).